Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4): all of the systems test functions were selected with no fault found, the stylus was able to move across the screen, also able to select functions of the analyzer with no fault found. There was evidence that the stylus was previously calibrated and there was a replacement stylus. The printed circuit (pc) board was replaced and calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): all of the systems test functions were selected with no fault found, the stylus was able to move across the screen, also able to select functions of the analyzer with no fault found. There was evidence that the stylus was previously calibrated and there was a replacement stylus. The printed circuit (pc) board was replaced and calibrated. A detailed analysis was performed on the link electronic module (lem) pc board for the programmer. This analysis found that a capacitor shorted causing the power supply and programmer to shut down.

Event description:
It was reported the programmer would not power on. It was also reported the analyzer was slow to respond to the touch pen during a case. Also, the fans do not run and there are no lights. The programmer and analyzer were returned for service. No patient complications were reported as a result of this event.